Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 72x104 mm abdominal aortic aneurysm. The aortic neck was 20 mm in diameter proximally and 22 mm distally with a length of 20 mm and 30 degree angulation. The right common iliac artery was 11.5 mm in diameter and the internal was 10 mm. The left common iliac artery was 11.5 mm in diameter and the internal iliac was 10 mm in diameter. The bifurcated stent graft was implanted on the left side. This was sub-emergency case. Both common iliac arteries were confirmed to have calcification, and the possibility of a type ib endoleak remaining was suggested before the procedure. After the procedure the final angiography was performed and an endoleak was not clearly confirmed and the procedure was completed. The right common iliac artery was ballooned but because of the calcification there was a small space between the vessel wall and the stent graft. A contrast enhanced CT was performed 3 or 4 days after the index procedure and a possible type ib endoleak was confirmed on the right side. Another physician determined it to be type ii endoleak; however, the implanting physician determined it was a type ib endoleak. The decision was made to implant a bare stent and ballooning was performed; however, a small type ib endoleak was still noted. The patient was put on medication to promote thrombosis and the patient will continue to be monitored. No additional clinical sequelae were reported and the patient is fine.